Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional regarding a patient currently receiving bupivacaine (15 mg/ml at 5.976 mg/day), baclofen (200.0 mcg/ml at 79.68 mcg/day), and morphine (40.0 mg/ml at 15.936 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that when the patient got her pump refilled, there was always extra medication/residual volume leftover from the previous refill. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider in clarification of the patient¿s report that there was ¿always extra medication/residual volume left over from the previous refills¿ the healthcare provider reported ¿reasonable/normal variation noted¿. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that at the last refill with the physician it was on (B)(6) 2017 and the expected residual volume was 3.3ml and the actual residual was 4.7ml. Per the healthcare provider the cause of the volume discrepancy was determined to be within reasonable variation. The actions and interventions taken to resolve the volume discrepancy was reported as the residual volume was discarded according to company policy. There were no reported patient symptoms, no clinical issues. When asked if the issue was resolved the healthcare provider reported no clinical issues. No further patient complications were reported or anticipated.